Event description:
Patient reported that back to back tests done on their ss meter using separate finger sticks were 190, 94 and 136 mg/dl (69% difference). No symptoms were reported. Control test (110) was in range (92-139). Lfs rep discovered patient does not clean meter according to manufacturer's product recommendations and did not get enough blood on the strips to cover the confirmation dot completely. Reviewed qc procedures and discussed meter/lab comparisons. There was no allegation of harm.